Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. Reportedly, customer continued to use the pump for insulin therapy and also had manual injections available. Additionally, it was reported that the pump date was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the date and resumed insulin therapy. Customer's blood glucose was 571 mg/dl. Customer administered manual injections to address bg level.